Event description:
It was reported that after having performed a patella femoral ligament reconstruction using biosure ha 7mm x 20mm it was discovered that the device expiration date had expired prior to implanting the device. There was no procedural delay. This incident did not result in any patient injury or complications.

Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, it is not possible to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).